Manufacturer narrative:
Complaint conclusion:  it was reported that a 6/7 f mynxace vascular device failed to achieve hemostasis. A ¿hematoma¿ (over 6cm) was also reported. Attempts to gather additional information were attempted and were unsuccessful.  A non-sterile mynx ace vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device revealed that all the buttons were in deployed positions. There is no evidence of blood in the inflation indicator. The hydrogel sealant was not returned with the device. In addition, the tip of advancer tube and the introducer sheath were severely damaged. During the investigation, the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed as intended per the instructions for use (IFU). Review of lot f1631201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of ¿failure to achieve hemostasis¿ was not confirmed due to the condition in which the unit was received for analysis. The condition of the returned device indicates that the damaged advancer tube and introducer sheath may have come into contact with a sharp object (such as a stent or clinically significant peripheral vascular disease) during sheath insertion or during pull back when the balloon abuts the arteriotomy. However, the exact cause of the reported event experienced by the customer could not be conclusively determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7 f mynxace vascular device failed to achieve hemostasis. It was also noted "hematoma" (over 6 cm). The product is available for return.